Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of noise was confirmed via review of stored electrograms in the lab. The device was tested on the bends and our automated testing equipment. No anomalies were found. It is believed that the noise was caused by a lead connection anomaly.

Event description:
It was reported that during implant noise was observed when connected to the ICD, but not when connected to the pacing system analyzer. This device was not implanted.